Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values ten days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia, was sweaty, confused and became unconscious, the cgm was reading 110 mg/dl and the blood glucose reading was 26 mg/dl. When the symptoms started the patient was lying on her bed at home and became unconscious around 10:05am. She was found by her husband, her husband then took her bg reading which showed 26mg/dl, and the husband gave her a shot of glucagon from the emergency kit. Around 10:15am, the patient started to regain consciousness, and her husband checked her bg value another time at 10:16am, which was 37mg/dl and the cgm values was 110mg/dl at that moment. Around 10:28am, her husband took the readings again and the bg was 64mg/dl and cgm 110mg/dl. The husband did not call a paramedic and the patient just stayed home after the incident. At the point of the report the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.